Manufacturer narrative:
Event date: (B)(6). Device is a combination product. Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that positioning difficulty and stent damage occurred. The target lesion was chronic totally occluded. A synergy¿ drug-eluting stent was advanced to the lesion and deployed; however, the physician was unable to get the device to the desired position due to the tight lesion. A non-bsc guide extension catheter was used but the stent was crumpled and lost its structural integrity. The procedure was completed with another device. No patient complications were reported.